Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and chronic right ventricular (rv) defibrillation lead exhibited oversensing of noise resulting in delivery of multiple rounds of inappropriate anti-tachycardia pacing (atp) and shocks 12 days post implant of the crt-d. The device also recorded a signal artifact monitor (sam) episode showing significant rv noise and low out of range rv pacing impedance measurements less than 200 ohms in rv tip to can configuration. This resulted in the minute ventilation (mv) feature being disabled. It was noted that the rv lead had a history of high out of range shock impedance measurements greater than 200 ohms. Additionally, the right atrial (ra) lead also exhibited low out of range pacing impedance measurements less than 200 ohms. Technical services (ts) discussed no real programming options were available at this time and discussed the age of the lead and potential to revise the lead. The physician planned to fit the patient with a lifevest and complete a lead revision on a future date. Additional information was received that the patient passed away later in the day following report of the clinical observations. The cause of death is under investigation. No additional adverse patient effects were reported. This device was explanted. The product has been received for analysis. This report will be updated upon completion of analysis.